Event description:
In 2008, the pt presented with a dissection of the ascending thoracic aorta. During an endovascular aortic valve replacement procedure, the physician attempted to cover the dissection with an aortic extender. The device deployed as planned, but there was no wall apposition. The physician converted to open surgery and removed the device. The pt is stable with no complications.

Manufacturer narrative:
A review of the mfg records has been conducted. The mfg records review verified that this lot met all pre-release specs.